Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device only defibrillates in monophasic mode. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The field service representative determined the therapy board needs replacing. A quote was sent to the customer for repair. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker replaced the therapy printed circuit board assembly (pcba) to resolve the issue of monophasic shock delivery. The customer was advised to order new paddles to resolve the issue of the paddle leads not reading. After other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issues was determined to be a faulty therapy pcba and faulty paddles. Section b5 of the initial medwatch report indicates: the customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device only defibrillates in monophasic mode. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event. Section b5 of the initial medwatch report should indicate: the customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device only defibrillates in monophasic mode, and the paddles lead is not visible. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device only defibrillates in monophasic mode, and the paddles lead is not visible. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.